Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an under infusion. The full infusion was 100 ml but the device only infused 50 ml. There was a delay in therapy. Customer performed verification testing and testing passed. There was no physical damage reported. The event occurred during an infusion. There was a patient involvement, and no harm/adverse event was reported.